Manufacturer narrative:
A portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the of the lead was performed. The returned portion of the lead (12 centimeters (cm) in length) revealed distal high voltage cable disconnected from the connector block at the proximal side, in the yoke molding. Analysis noted that it appeared the damage was likely due to pulling on the lead at the yoke molding when removing from the device header that may have been stuck due to the setscrew not being fully backed out.

Event description:
Boston scientific received information that during a routine device replacement, this implantable defibrillation lead exhibited high out of range shock impedance measurements after connected to the replacement implantable cardioverter defibrillator (ICD). The lead was cut just below the yoke and the rest was surgically abandoned. A new lead was implanted and acceptable shock impedance measurements were observed. No adverse patient effects were reported.